Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, (B)(4), checking your blood glucose 7. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 16.3 mmol/l (294 mg/dl) while wearing the pod between 24 and 36 hours. The customer noted the cannula was bent upon removal. A new pod was applied to treat the hyperglycemia. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 7:00 pm, bg(mmol/l): 7.2, cho(g): -, bolus(u): -; 7:34 pm, 9.1, 25, 1.95; 10:35 pm, 9.4, -, 0.25; 11:06 pm, 8.9, -, 0.35; 11:36 pm, 9.2, -, 0.65; 11:51 pm, 9.8, -, 0.35; 2:59 am, 16.3, -, 3.75. 3:05 am pod deactivated. 3:19 am pod activated.